Manufacturer narrative:
Section d4 (lot number and expiration date) were updated. The calibration and qc were acceptable. A general product issue was excluded. Sample quality-related alarms (sample foam detection) were observed, indicating possible foam on the sample's surface. The investigation determined the issue was consistent with a pre-analytical handling problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. Sample (B)(6): the elecsys troponin t hs (stat application) result was 43 pg/ml. The result with the 18-minute application was 30 pg/ml. The sample was repeated, and the results were: the elecsys troponin t hs (stat application) result was 23.2 pg/ml. The result with the 18-minute application was 19.4 pg/ml. Sample (B)(6): all of the results for sample 2 were obtained on another module. The elecsys troponin t hs (stat application) result was 135 pg/ml. The result with the 18-minute application was 20.7 pg/ml. The sample was repeated, and the results were: the elecsys troponin t hs (stat application) result was 22.4 pg/ml. The result with the 18-minute application was 101 pg/ml. The sample was repeated, and the results were: the elecsys troponin t hs (stat application) result was 22.4 pg/ml. The result with the 18-minute application was 20.0 pg/ml.